Event description:
A malfunction was reported with the pump, displaying a malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer continued to use the pump, resumed insulin administration, and restarted the cgm session independently. The customer was advised to contact technical support if the issue reoccurred and acknowledged the instructions.